Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the cartridge and battery caps were not returned; therefore, a test battery caps was used to verify steps. The cartridge compartment was found to be damaged/stripped. Unrelated to the complaint, the piston cap was found to be missing. Also unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The cartridge compartment reportedly was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.